Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for a weld broke at the left seat rail. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The crossbrace broke at the seat rail weld.